Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female underwent a breast augmentation revision with saline mentor smooth round moderate profile 275cc breast implants and experienced an unspecified autoimmune disorder post-operation. Patient symptoms included severe pain on the bottom of the breast, unable to jump or rum, unable to be on stomach, shoulder and neck pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.